Event description:
Meter name: one touch basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. A patient reported they were obtaining low readings, then eating because of the readings. Was hospitalized. Their meter allegedly was inaccurately low. The result on their meter was 1 mg/dl, other readings not documented. The result at the hospital was unknown. The time difference between patient's meter and hospital was unknown. Treatment was unknown. No further info has been reported.